Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection was performed with no issues noted. The device passed all check and calibration tests successfully. Power on self-test and one hour therapy were completed without error or alarm. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, tidal total ultrafiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 105 (night drain #5) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The tsr advised the hp to use continuous ambulatory peritoneal dialysis (capd) supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.